Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 531 mg/dl at the time of incident and 87 mg/dl at the time of call. Customer stated insulin pump put in suspend delivery by itself. The device will be returned for analysis.